Event description:
A law firm reports that a patient alleges post-operative loosening of aesculap knee implant. Reportedly there was alleged pain and swelling 1 year, 5 months post operative after the revision of the left knee. The adverse event is filed under ais reference: (B)(4).